Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were found. Next, they functionally tested the sheath by replicating aspiration and the sheath was within specification and showed no air bubbles for each variation of the test. Then, they tested the integrity of the hemostatic valve and found the sheath was within specification for maintaining internal pressure and no leaks were observed. Under microscopy an indentation was observed in the external valve, however, the mark did not compromise the integrity of the sheath and would not have caused air ingress. Based on all the available evidence the conclusion is that no problem was detected with the returned device, the reported allegation could not be replicated, and no other issues were found with the device.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure using a faradrive sheath air bubbles could not be completely cleared from the sheath. This issue occurred during preparation outside of the patient and the physician attempted multiple times to clear the air, however, these attempts were unsuccessful. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure using a faradrive sheath air bubbles could not be completely cleared from the sheath. This issue occurred during preparation outside of the patient and the physician attempted multiple times to clear the air, however, these attempts were unsuccessful. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.